Event description:
Pt was treated 2005. Immediately post treatment the doctor noticed several red dot burns on the upper left side of the cheek. Doctor inspected the treatment tip and noticed a hole on the membrane. Pt deployed the following day so there can be no follow-up on this pt.